Manufacturer narrative:
The coolgard console was evaluated at the customer site. The customer's reported complaint of the coolgard console displayed mid: 26 (low battery) error message was confirmed through functional testing. The issue was attributed to a low voltage battery. The lithium battery was replaced to remedy the issue. The console is 15 years old with no record of preventive maintenance (pm). Since pm was never performed on this console, it is likely that the battery was never replaced. The aging and the lack of maintenance of this console may have contributed to the low voltage battery. After the repair, the coolgard console is working as intended for use and was placed back into service. Historical complaints were reviewed and there was no previous history of complaint reported for the coolgard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the coolgard system (sn (B)(4)) for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the device check, the coolgard console (sn (B)(4)) displayed a mid 26 (low battery) error message. No patient involvement.